Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 5 months. The pump remains in use supporting the patient; however, a portion of the driveline was received for investigation. The report of driveline twisting was confirmed during the evaluation of the replaced section of the driveline. The intact silicone cover showed evidence of twisting 2.5" to 4.5" from the metal connector. The wires exposed during the repair 12" to 17" from the connector also showed twisting and kinking. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. Removing the silicone cover found that the bionate and wires were severely twisted 2.5" and 4.5" from the metal connector. Visual inspection of the wires found that the brown wire insulation had been split open 4.5" from the connector. The conductors appeared clean and did not show evidence of the corrosion typically associated with an electrical short, which is consistent with the report that the repair was performed based on visual examination of the driveline and not due to alarms. The adjacent wires appeared twisted and kinked but no additional insulation breaches were noted. Although no alarms were reported for the event, the exposed conductors of the brown wire would have allowed for a potential electrical short to ground when the pump was connected to a tethered power source. The wire damage appeared consistent with mechanical damage resulting from the observed twisting and kinking. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's driveline was severely twisted with exposed wires and an external driveline replacement was requested. The patient was asymptomatic. Onsite evaluation by the manufacturer's technical services representative confirmed twisting and separation of ground shielding to the external portion of the driveline. A driveline repair was performed and no unusual alarms were reported after the repair. During the investigation of the returned driveline exposed conductors were observed.